Event description:
It was reported that the physicist's measurement of the beam output of the system 2600 exceeded 3% source to image distance in the auto collimation mode. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The auto collimation function was calibrated. The system was tested and found to be working as intended and placed back into service.